Event description:
It was reported that during surgery, a 4.5 mm anchor broke while being impacted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).g2: foreign - event occurred in romania.the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.